Event description:
10/8/84 rptr had bilateral reconstruction following breast cancer. 6/15/87 she had open capsulotomy and bilateral replacement with 350 cc another MFR's low profile implants. Another co's style 9000 round, cat # 350-9350 bc, lot # 8214, excision of 4-75 mm keratoses of chest wall. Procedure due to hardness/pain. 4/25/94 she had explantation of ruptured implants. Reconstruction with bilateral tram flap. Silicone in left lymph node. (Also see 1007613).